Event description:
Attorney reported: in 2001 - the pt underwent a left inguinal hernia repair surgery. The pts hernia was repaired with a small oval kugel patch (per implant record provided, implant date is 2002). The pt has also incurred substantial medical bills and has suffered loss of other monies due to the defective kugel patch that was implanted in his body. As a direct and proximate result of the duties breached, the kugel patch used in the pt's hernia repair surgery failed, resulting in much pain and suffering, mental anguish, doctor visits, subsequent procedures, and hefty medical bills.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned nor has a specific product problem been reported. No conclusion can be drawn at this time.